Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoaciddosis on (B)(6) 2018 with blood glucose level was of almost 500 mg/dl. Customer states that the issues started (B)(6) 2018 and blood glucose was around 497. The customer blood glucose level was 497 mg/dl at the time of incident and the current blood glucose was 80 mg/dl. The customer experienced symptoms such as nausea and hurting all over. The customer was treated with bolus deliveries, manual injections and also gave fluids and infusion for insulin drip, pain medication and nausea medication. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump and was under delivering.. Customer assisted with performing high pressure test due to which insulin pump alarmed insulin flow blocked alert. The insulin pump will not be returned for analysis.